Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5148223) on 07-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of injury ("foreign body in patient") in a female patient who had essure inserted (lot no. 50718077) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced injury (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to injury. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5148223) on (B)(6) 2023. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of foreign body ("foreign body in patient") in a female patient who had essure inserted (lot no. 50718077) for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced foreign body (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to foreign body. Lot number: 50718077 manufacture date: 2013-02 expiration date: 2016-02-29. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.